Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, after several firing, the device became unable to fire. An abnormal sound also generated. Another device was used to complete the case. There was no patient injury.